Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed the power flex pins were damaged. Pins 2,3, and 4 of jp4 had burn marks on them. Carefusion replaced the power flex to address the reported issue.

Event description:
It was reported to carefusion that the unit had damaged pins. While in service, it was discovered that the unit had burnt components. This reportable issue was discovered while in service; therefore, there was no patient involvement.